Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was used in a atypical flutter ablation procedure. Fter sheath insertion into body physician was unable to aspirate sheath. Sheath replaced and issue resolved. The procedure was completed with no patient complications. The device is expected to be returned.